Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The break in aseptic technique was due to a disconnection between the patient line on the cassette and the transfer set and the patient re-connecting it themselves without the use of a new set and not informing their nurse. The peritonitis was manifested by cloudy effluent. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with unspecified broad spectrum antibiotics (dose, route and frequency not reported) for peritonitis. The patient was discharged from the hospital the same month and the fluid was reported to be clear. The outcome of the peritonitis event was not reported. The action taken with pd therapy was unknown. The patient was retrained on aseptic technique. Additional information was requested but is not available at this time. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. A disconnection had occurred between the patient line on the cassette and the transfer set and the patient reconnected without informing their nurse. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the patient line to the transfer set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted. This is same patient as in (B)(4).